Manufacturer narrative:
Device evaluation: product evaluation could not be performed since the product had not been received as it remains implanted in the patient's eye. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted. (B)(6). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported as the plunger advanced a lens haptic became jammed between the plunger and the cartridge bevel. After manipulation by the surgeon, the haptic was released. The manipulation was done when the lens was in contact with the patient's eye. No further information provided.